Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt presented in (B)(6) 2011 with severe knee pain in her left knee. When the joint was opened, there was obvious grey/black staining to the surrounding tissue. It was noted that there were scratches to the femoral component and pitting in the top surface of the polyethylene insert suggesting 3rd body wear.